Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 11-may-2024, it was reported that the patient experienced an occlusion issue with the infusion set, and troubleshooting was performed by disconnecting the tubing from the site, tightening the t: lock, holding the tubing downwards, and delivering a 5-unit bolus. The occlusion alarm did not recur, indicating that the blockage was likely at the site. The patient observed the needle, which was found to be compromised and blocked. The patient changed supplies as necessary and resumed insulin therapy. No further information available.